Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found, and is unrelated to the reported low blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 (mg/dl). Customer consumed honey and food to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.